Event description:
The customer states there has been patients burned by the tebbetts retractor and the light cord. Customer spoke with rep and customer was told of the new light cord that is better to use with the tebbets retractor. The customer was given the complaint depts, number for overnight shipment.